Event description:
Additional information received reported the device settings were 7.5v, 130hz, 90's contact 0- 1- 2- 3+ 4- 5- 6- 7+. It was reported that ¿in march it said 35-50% used; by june it said more than 90% used; eos 1 week later¿. It was reported that the manufacturer¿s representative had the device now and would return it for examination.

Event description:
It was reported the patient¿s device was replaced due to premature battery depletion; the device lasted 9 months but the clinician expected the device to last 2-3 years. Additional information received reported the extension was cut during ¿re-opening¿ by mistake. It was noted the patient did not have a patient programmer.

Event description:
.

Manufacturer narrative:
Concomitant products: product ID 37081, serial # unknown, product type extension; product ID 37081, serial # unknown, product type extension. Analysis of the implantable neurostimulator found no significant anomaly, normal end of life, telemetry and out output were okay. Analysis of the extension found no significant anomaly, body was cut through.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).